Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of distal terminal defects were able to be confirmed. During the device evaluation it was observed that the plastic distal end cover had a burn due to a high energy endotherapy accessory being used without ensuring a sufficient distance from the distal end. Upon further inspection foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the suction, air, and water cylinders had no color. It was also observed that there was a dent on the scope cover. It was observed that the scope connecting cover unit had corrosion due to water leakage. It was also observed that the image had a partially dark area due to a crack on the objective lens. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. It was also observed that the light guide bundle had breakage. It was observed that the objective lens had a chip. It was also observed that the light guide lens had a crack. It was observed that the connecting tube was snaking, and the coating was peeling. Lastly, it was observed that water tightness was lost due to a pinhole on the universal cord. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material nor could the material be identified. Due to the lack of information regarding the cleaning sterilization and disinfection (cds) process performed at the user facility, we could not identify if it was related to the process handling of this device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope nozzle contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.